Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Updated fields: h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A loose connector was found while inspecting the device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center had a broken pin inside one of the connectors. According to the initial reporter, this event took place during procedure preparation and the intended case was completed by changing to another imager. There was no patient harm or consequence reported as a result of this event.